Manufacturer narrative:
Per tandem user guide: change your cartridge set every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose displayed "high" on the cgm graph. Customer addressed elevated blood glucose by changing pump supplies, administering a bolus, and using a manual injection. During troubleshooting, it was discovered that the customer was using cartridges for 6 days which is off label per the user guide. Customer changed pump supplies to address the issue and resumed insulin delivery.